Event description:
It was reported that during the atrial lead capture test performed in aai, the programmer froze. The patient passed out and was admitted to the hospital. The patient became asystolic. The patient was released from hospital after it was confirmed that there was no fault on the programmer. The device had been successfully interrogated using another programmer.

Event description:
New information on (B)(6) 2015 indicates that the patient was doing well with no further events.

Manufacturer narrative:
UDI (di): (B)(4).

Manufacturer narrative:
Analysis was normal. No anomaly was found.